Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a cause could not be established. The event can be detected prevented by following the instructions for use: "instructions for use states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the colonovideoscope had white clouded areas on the adhesive around the bending section cover and the objective lens. Additionally, foreign objects on the nozzle were observed. There was no patient involvement.